Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was reported by healthcare provider to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information is in process. Without additional information, the cause of the event cannot be determined and clinical observation cannot be confirmed. If additional information is received, a supplemental MDR will be submitted.

Event description:
The explanted device was replaced with a 21mm aortic pericardial valve. The patient also underwent mitral valve repair during the procedure. No complications were reported.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this device was explanted after four (4) days due to unknown reasons. No additional details provided.